Event description:
A nurse reported that the trocar valves began to leak during a vitrectomy and a membrane peel procedure. There was no patient harm. Additional information and product sample were requested for this event. There are no further event details available as per the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information. There was no sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified and a device history record was conducted. The (DHR) review indicated reprocessing for anomalies that did not contribute to this complaint. The product was released based on the manufacturer's acceptance criteria. Because no sample was returned, the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).